Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician conducted an impella supported pci case. When deploying the manta there was extreme resistance getting the bypass tube through the sheath valve. Physician swapped out for a complete new 14ff manta, with the same result. A third 14f manta was opened and tested on the table with same extreme resistance so it was determined that the vessel was large enough for the 18f manta. Physician exchanged for the 18f and deployed in normal fashion with little resistance from valve. Hemostasis was achieved and post image looked good. Associated to: MDR 3010252479-2022-00076 manta and MDR 3010252479-2022-00077 manta.

Manufacturer narrative:
Three manta 14f closure device units, three 14f introducers, and three 14f manta sheaths were received. The devices were not individually identified as to which complaint they are associated to. The devices were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on all components. All three closure units did not exhibit a pulled activated lever. Sheath number one exhibited button valve torn and slightly displaced. Sheath number two button valve did not appear to be torn. Sheath number three exhibited button valve torn and slightly displaced. All three closure device units were tested with individual sheath returns to determine if there was any resistance when advancing the bypass tube: in sheath #1 - all closure units pass without any resistance or issue. In sheath #2 - all closure units experienced resistance when attempting to advance the bypass tube and was unable to push any of the bypass tubes through. In sheath #3 - all closure units pass without any resistance or issue. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assisted device (pvad) supported pci procedure, a 14f manta was planned for closure. The physician encountered extreme resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. The IFU states in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00076 manta; MDR fu-3010252479-2022-00077 manta.